Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. The most likely root cause is black chemistry due to improper storage.

Event description:
Husband calling on behalf of the customer. Consumer complaint of e-5 error; test strip error. E-5 error occurred after blood sample applied to test strip. Customer expected glucose fasting ranges are 115-140 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. Blood test performed during call on (B)(6) 2016 produced result of e-5 after blood sample applied to test strip. Test strip lot manufacturer's expiration date is 05/26/2018 and open vial date is within 120 days